Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 2 951 products biomet bone cement 1x40g, reference 3035890011, lot number a641aj1702 were manufactured on 3 february 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during intervention, 3 items with the same lot number were opened and all of them have the bottom of inner package not sealed (this issue is handled by (B)(4). The procedure was completed with another product with different lot number. For this reason, the customer send back all the items with the involved lot number present in their structure. In total 12 items sill not opened will be send back. The current complaint handle the 12 products affected by the issue. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. The following section has been updated : sex, ethnicity, concomitant medical products, premarket identification, PMA/510k, follow up type, adverse event problem, additional MFR narrative. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 1x40g, reference 3035890011, lot number a641aj1702 were manufactured on 3 february 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 7 complaints (including the current complaint) have been recorded for biomet bone cement 1x40g, reference 3035890011, lot number a641aj1702 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during intervention, 3 items with the same lot number were opened and all of them have the bottom of inner package not sealed. The procedure was completed with another product with different lot number. For this reason, the customer send back all the items with the involved lot number present in their structure. In total 12 items sill not opened will be send back. The current complaint handle the 12 products affected by the issue. There was no patient involvement. No adverse events have been reported as a result of the malfunction.